Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407658 lead, implanted: 2007-(B)(6), 419488 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a change in battery voltage and longevity estimate from one office visit to the other.  The change was an increase with no change in parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.